Manufacturer narrative:
Biomérieux investigation was conducted. The following testing was performed using the submitted customer strain of the instand (external evaluation quality) organism: api® ID 32c. Sequencing (28s). Vitek® 2 yst ID card (customer lot and a random lot). Test results: sequencing (28s) provided a result of trichosporon inkin (intended identification result). Api® ID 32c provided identification to the species trichosporon inkn. Vitek® 2 yst ID provided identification to the species trichosporon asahii for both card lots tested (customer / random). The misidentification observed by the customer was duplicated. The investigation concluded that the patient isolate is an atypical strain for the vitek® 2 system phenotypic ast testing method, which is colorimetric and measures organism growth behavior. Sequencing (genetic measurement technique) and api® (human interaction assessing total growth) are more conducive to testing certain slower-growth organisms.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in (B)(6) contacted biomerieux to report a discrepant external quality survey organism identification on the vitek 2 yeast (yst) identification (ID) test kit ((B)(4)). Trichosporin inkin was misidentified as trichosporin asahii. Testing via alternate method (api 20 c aux) provided the expected result of trichosporin inkin. The customer incubated the culture at 30°c aerobic atmosphere for 24-48 hours. Biomerieux instructions for use indicate the culture be incubated at 35°c deviation from these instructions could have a negative influence on the identification of the isolate. The customer will retest the sample, incubating the culture at 35°c. There is no indication or report from the hospital to biomerieux that the discrepant result led to any adverse event related to a patient's state of health. There was no patient directly associated with the external quality survey organism. Culture submittal was requested by biomerieux for internal investigation. Biomerieux investigation will be initiated.